Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that when the reservoir was inserted into the insulin pump the threads were torn and falling apart. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.